Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was faulty. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to the fill line. The trailing haptic is folded in on the optic. The leading haptic is extended. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. A straight leading haptic may occur: ¿ due to the normal folding variations as indicated in the dfu diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if the ovd fill rate is too fast the folding effect on the leading haptic is minimized. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).